Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer stated they had attempted to treat their blood glucose with a bolus delivery, but their blood glucose would not lower. The customer's blood glucose was 513 mg/dl. Customer had treated their blood glucose with 20 units humalog by manual injection. It was also found the customer was feeling thirsty due to their high blood glucose. Troubleshooting found the customer's insulin pump passed all functional testing. It was also found the customer did not have a bent cannula after removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.